Manufacturer narrative:
Device evaluation data: h3 - device evaluation: lens was returned in micro-centrifuge via dry. Visual inspection found haptic broken. Dimensional found the lens within specifications and functional inspection did not meet original values taken at the time of manufacturing. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a replacement lens of same length different power. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H3 - device not returned. H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter.

Manufacturer narrative:
Additional data: h6- type of investigation 3331 - device history record (DHR) review; DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Based on postop refraction values the lenses were swapped during return and not during implantation. See claim# 740329 for fellow eye. Claim# (B)(4). Manufacturer narrative comment; the device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint.